Event description:
Customer reported an erroneous corrected wbc (white blood cell) count with a cellular interference message was generated for one patient sample when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the diluent lyse timing was off and recalibrated the diluent lyse timing.